Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support stating they would load a new cartridge on their own to resolve the issue, therefore no additional information was obtained.